Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on 2014, the patient experienced a fall and in (B)(6) 2021 was diagnosed with instability. This adverse event was solved by a revision surgery on (B)(6) 2021, in which an unkn legion total knee prim tib insert xlpe was found broken. Current health status of patient is unknown.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, approximately seven years after a tka, the patient experienced a fall and a subsequent revision to resolve the problem, after being diagnosed with instability. The patient¿s current health status is unknown. It has been communicated that no additional information is available. Without the requested information, the root cause of the reported patient fall, and instability cannot be definitively concluded. The patient impact beyond the reported fall, instability and revision cannot be determined and the patient¿s current health status remains unknown. Therefore, no further medical assessment can be rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, traumatic injury or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.